Event description:
Patient developed infection 1year 6 months after implantation of the dental implant fx5012swc in tooth location 12. Implant was removed on (B)(6) 2015 due to bone condition. The patient is recovered wihout complications.